Manufacturer narrative:
No button error alarm during testing. However unit had intermittent button response due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer's mother called to report that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.